Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead was admitted to the hospital following a syncopal episode. The patient had complete heart block. Interrogation of the device with a programmer showed elevated rv threshold measurements and loss of capture (loc). Pacing outputs were increased and the physician will continue to monitor the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that high rv thresholds continued to be observed and the device had been programmed to the highest output. The device showed a battery status of 10 months remaining after two years of implant as a result of the high outputs. An invasive procedure was performed. The pace/sense portion of the lead was surgically abandoned and another manufacturer's pace/sense lead was implanted. The shock portion of the rv lead remains in service. The device was explanted and replaced. No additional adverse patient effects were reported.